Event description:
It was reported that the 8015 had right channel not obtaining a channel ID. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8015 had right channel not obtaining a channel ID. There was no patient involvement.

Manufacturer narrative:
Additional information : imdrf annex b code. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Omit: c20 - no findings available. Correction: unique device identifier (UDI) #. Added pi to the unique device identifier (UDI) # field. Additional information: imdrf annex a, c, g codes and manufacturer narrative. Root cause: the probable cause of the reported issue, where the 8015 did not obtain a channel ID on the right channel, was not conclusively identified. The device was set aside for remediation to poc v12.3, during which it might be replaced with a new iui module.

Event description:
It was reported that the 8015 had right channel not obtaining a channel ID. There was no patient involvement.